Event description:
A pt reported blood glucose results of 248mg/dl and 39mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt did suffer a serious injury; however, meter did not contribute to the injury. Pt's partner treated pt on the spot. Pt did not seek medical attention or call md. Pt had a convulsion and that was when the back to back testing was done. Pt did not take insulin during the event.